Event description:
In 2006, four gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm that measured 9 cm. A one month postoperative computed tomography scan revealed a proximal type I endoleak, a distal type iii endoleak, and enlargement of the aneurysmal sac to 11 cm. On the following month, the physician implanted three more gore tag thoracic endoprostheses, and the endoleaks were successfully repaired.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the mfg paperwork is being conducted. Please note: four gore tag thoracic endoprostheses were implanted in 2006 (tg2810 /lot #03892267, tg3110 /lot #04224606, tg3415 /lot #04189036, and tg3720 /lot #03614924). Three gore tag thoracic endoprostheses were implanted one month later (tg2815 /lot #04266273, tg3710 /lot #unk, and tg3715 /lot #unk).